Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) failed calibration. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 29-may-2025. H3: one device was received for evaluation. Service history review identified no relevant history. The customer issue was confirmed through the downstream occlusion (dso) test. The root cause of the issue was a failed dso sensor. The dso sensor was replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.